Manufacturer narrative:
A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed and determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30psi calibration value from 269 to 250. Subsequently, the device passed the 30 psi occlusion pressure test at 29.70 psi, which is within specification. CAPA-15 was initiated to investigate the root cause of failed occlusion pressure test. Reference to complaint #(B)(4).

Event description:
The device was returned to intuvie for evaluation. During testing, the pump failed the 30 psi occlusion pressure test, alarming at 18.41 psi, which is outside the acceptable range of 22 to 38 psi. No patient involvement was reported.